Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the patient was at home he experienced a red heart alarm. The patient exchanged his system controller without resolution. He then silenced his controller for three hours and then called the vad coordinator and went to emergency department. While in the emergency room, the patient's pump stopped and the hospital staff did not want to attempt to restart it. A decision was made to exchange the pump. The pump was exchanged and the patient remains ongoing with the new lvad.